Event description:
Manufacturer rec'd a report from a dealer that after picking up the scooter for repairs and leaving the scooter in the company van overnight, the scooter allegedly caught fire, causing damage to the van and to the scooter. The device was not in use at the time and no injury was reported or alleged.